Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x32mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, during the procedure, the stents struts were noted to be lifted up. The procedure was completed with another device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system (sds) was not returned for analysis therefore the catheter serial/batch number cannot be identified. A visual examination of the stent found that the stent was returned detached from sds. The stent appeared to have been expanded and slightly damaged with some stent struts on one end of the stent squashed. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture for the returned device was measured and was within the specification. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x32mm promus element drug eluting stent was advanced to treat the lesion. However, during the procedure, the stents struts were noted to be lifted up. The procedure was completed with another device. No patient complications were reported and the patient's status was stable.